Manufacturer narrative:
(B)(4). Batch # :unknown. Report source: health professional. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the hospital stay extended longer than normal for this type of procedure? If yes, does the surgeon believe that this was related to device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired when trans anal anastomosis between colon and rectum was performed. The battery was replaced but the issue did not improve. The additional cut was performed on the anus side rectum and another device was used to complete the case. However, it was high anastomosis and intestinal tract was in good condition, there was no problem with additional cut. The device was used between colon and rectum. There were no adverse consequences to the patient. Patient was hospitalized. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022. Additional information received: the patient has been discharged from the hospital in post operation 11 day. Additional cut was performed on the anus side intestinal tract when the device could not be fired at the 1st firing, but there was no problem after the anastomosis and the patient has been discharged from the hospital. The additional cut was performed on the rs, and the length was enough, and the condition was good enough to cut. No re-operation was performed. The hospital will follow-up with a hospital visit. The device (lot#: x9436r) could not be fired when trans anal anastomosis between colon and rectum was performed. The battery of second device (lot#: x94l80) was replaced to the first device (lot# x9436r), but the issue did not improve. The third device (lot#: x94l80) with the first anvil was used and fired. The additional cut was performed on the anus side rectum and third device was used to complete the case. However, it was high anastomosis and intestinal tract was in good condition, there was no problem with additional cut.

Manufacturer narrative:
(B)(4). Date sent: 09/16/2022. D4: batch # 684a73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage along with a tyvek. The breakaway washer was present and uncut, the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and no damage was observed in the components or in the conductive traces of the flex circuit (connector contacts). The flex was reinstated and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. It is possible that the flex was not correctly installed. In addition, the device was dry fire five times, the device did activate on each firing. No conclusion could be reached as on what caused the dislodged flex. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.